Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test wells in question that yielded an unexpected instrument negative outcome were visually appearing as positive.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screening test wells when testing on a galileo echo, when visual inspection showed the wells to appear as positive.